Event description:
The pt reported that her infusion sets are either leaking from the infusion set housing or from the cannula. The pt's blood glucose did elevate to 403 mg/dl. The pt's normal range is 120-180 mg/dl. The pt would change her infusion set and bolus to counteract her elevated blood glucose. The pt reported no symptoms with her elevated blood glucose. The pt was sent a replacement box of infusion sets. The patient received a follow-up phone call and received the new box of infusion sets. She had no issues with the new infusion sets and her blood glucose was at an acceptable range. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.